Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have been cooling patient for 2 hours and the arctic sun device was intermittently alerting probe out of range. They swapped out with cable from another device but have no new cables to try. Explained it was either the temperature cable or the probe. In very rare cases the culprit could be the device temperature port. Esophageal probe in use. Suggested trying another cable or swapping out the probe if that did not work. Encouraged to call back with any questions or continued issues.